Event description:
The customer reported their lh780 instrument gave wbc vote outs, wbc background was elevated and requested service. No erroneous results were generated or reported out in this event.

Manufacturer narrative:
The field service engineer (fse) found pinch valve vl10 (wbc count) broken which he replaced to resolve this issue. Upon recur, the failure mode identified could impact wbc results only as flow through the wbc aperture may be impacted. (B)(4).